Manufacturer narrative:
On 17-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a tear was noted, measuring approximately 1.0 cm, causing a deflation. The evaluation determined that the rupture is consistent with a siltex cracking fold deflation. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Concomitant medical products: 325cc mentor siltex round moderate profile (catalog #: 3542650, lot #: 88248). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation and breast pain. The patient felt pain and warmth in her right breast and came in for a consultation. Mammogram and ultrasound performed on (B)(6) 2020 confirmed the deflation. As a result, the patient had the implant explanted on (B)(6) 2020.